Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative reported a left side rupture. The device has been replaced.

Event description:
Patient reported bilateral capsular contracture, baker grade unknown diagnosed by medical reports. Later, healthcare professional also confirmed left side rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to confirm as it is a medical event not related to the device. ¿rupture: observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive additional observations: ¿crease fold observed in the surface of the shell. ¿white particles in the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. Left side. Device status unknown.